Event description:
(B)(4). Since implantation I have had severe abdominal pain all the time my ovaries hurt all the time severe bleeding severe cramps that I've never experienced in my life until essure was implanted severe mood swings severe depression may even be linked to severe psoriasis flare-ups no other explanation to why my psoriasis has gotten so bad in the past 3 years essure should be taking off the shelves I want mine removed immediately and the only way to have it done it's by a total hysterectomy which is crap.